Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right breast implant saline mentor smooth round high profile 420cc, serial number (B)(4), catalog number 3503420. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round high profile 420cc saline breast implants which the right side deflated after implantation. The issue was confirmed by physical examination. The preoperative diagnosis indicated that the left implant malpositioned. As a result, the patient underwent bilateral removal and replacement with gel implants as follow: left, catalog number 350400bc, serial number (B)(4), and the right replaced with catalog number 3504504bc serial number (B)(4) on (B)(6) 2018. This report is for the left implant.